Event description:
It was reported that the patient expierenced phrenic nerve stimulation. The ventricular lead exhibited loss of capture in the bipolar configuration. The patient would be scheduled for a routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.